Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was having issues connecting the pod to the personal diabetes manager (pdm). Patient was receiving a no communication after double beep alarm. Patient went to the hospital because their blood glucose (bg) were rising. Patient entered the hospital and was admitted with fatigue and hyperglycemia. The doctors ran lab tests and tried helping patient connect a pod. Patient received insulin from the doctor but it was not clear if any was administered at the time.